Event description:
Rptr is allergic to latex. She discovered her allergy via the use of rubber bands for orthodontics, a latex knee brace and the use of latex gloves. The rubber band resulted in mouth and face swelling and the knee brace and gloves resulted in a severe rash. Rptr is concerned about her allergy because she works in medical research and because of the unavailability of an alternative to latex condoms for protection against hiv and stds. Rptr was not previously allergic to latex until after prolonged orthodontic work. The rubber bands on her braces when she was 14 caused the allergic reaction. (Also see 1003826 and 1003827.)